Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling was observed. During testing, the ok keypad button was intermittently unresponsive; the up arrow, down arrow, and contrast buttons responded appropriately and were functional. There was evidence of contamination found under the ok and contrast key contacts.